Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital after hearing tones being emitted from the device. Interrogation of the ICD found that it had displayed the elective replacement indicator (eri) due to a charge time of 20.8 seconds and a monitoring voltage of 2.67 volts. There is a concern that eri was reached earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
The ICD is scheduled to be replaced in two weeks. Once the ICD is explanted, it will be returned for laboratory analysis. No additional information is available. After the device is returned and analysis completed, this report will be updated.

Event description:
The ICD was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. We confirmed that the device declared eri after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit of 18.9 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by charge times in excess of the 18.9 second extended eri charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.